Event description:
It was reported that the impedance on the right ventricular lead was out of range. The lead was removed and replaced. It was further reported that the left ventricular lead had high thresholds and it was capped and replaced as well. No patient complications have been reported as a result of this event. It was also reported that the device longevity was less than expected for the programmed values. It was also noted the device had high outputs.

Event description:
It was reported that the impedance on the right ventricular lead was out of range. The lead was removed and replaced. It was further reported that the left ventricular lead had high thresholds and it was capped and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a partial lead was received in segments for analysis. The defibrillator conductor was fractured, and was distorted. Several conductors were found with blood/body fluid (not obstructed). The inner tubing was kinked/buckled. The outer insulation was torn, and exhibited cosmetic depression. The outer tubing overlay breached cut. Blood was seen in/on the helix/lobe mechanism and mechanism (sleeve head). There was a tip seal observation. The lead was stretched. (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.